Manufacturer narrative:
Other, other text: h6 codes updated. One device was returned for investigation in used condition. When the device was turned on, it did not pump water and the light emitting diodes for the printed circuit board were not working. The top socket thermistor had a bottom socket thermistor inserted into it incorrectly. A new printed circuit board that had not been calibrated was also found installed into the device. Due to customer request of device being returned unrepaired, no further investigation could be done. Functional testing of the device was done and the customer complaint was confirmed. No actions were taken and device was returned to customer unrepaired. Root cause of the issue was found to be incorrect user assembly. A manufacturing device history review was not done as the device is beyond a repair from the manufacturing date. Service history review showed device had not been in for service in the previous year.

Event description:
It was reported that the device was not heating up at all. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.